Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as fold flaw opening. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Physician reported, right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Physician reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.